Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. Correction to h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The customer provided the 3mensio report, and the following was observed: calcification is present in the landing zone. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event for difficulty crossing native annulus and/or bioprosthesis was empirically confirmed as no procedural imagery or event device was returned. Available information suggests calcification likely contributed to the event as the provided 3mensio shows calcification in the landing zone. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported event for difficulty to withdraw system with valve through vasculature was unable to be confirmed as no procedural imagery or event device was returned. Available information suggests patient factors likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Additionally, it is also possible that non-coaxial withdrawal likely contributed to the event. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the team was unsuccessful at crossing the patients heavily calcified bicuspid valve and decided to remove the valve and esheath+ and place a new 16fr esheath+ to perform a bav with a 28mm balloon and then insert a new delivery system and 29mm valve. The first valve, however, would not reenter the 16fr esheath so the team tried to remove the valve out the right femoral artery without being inside the 16fr esheath and could not get the crimped 29mm valve to exit the right femoral artery. The team then decided it was best to deploy the 29mm valve in the patient's descending thoracic aorta. Once the valve was successfully deployed in the thoracic aorta the first delivery system was removed and a new 16fr esheath+ was inserted followed by a 28mm balloon to perform the bav. After the bav and new 29mm commander system and valve were prepped and handed off to the field. The second valve crossed the native aortic valve and was deployed without issues.

Manufacturer narrative:
The investigation for this report is ongoing.